Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). The previous report stated the date of manufacture (dom) was feb 22, 2008. Upon further investigation the correct date has been received and it has been updated to reflect the correct date (jan 31, 2008) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified orthopedic surgery, it was observed that the electric pen drive device and console device would not engage when the ¿on¿ lever was pressed at times. It was reported that the devices were being used together. There were no delays in the surgical procedure as a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.